Manufacturer narrative:
(B)(4).

Event description:
It was reported "purge/failure- controller failure; possible helium loss 3, high baseline; system error 3. Constant alarms every 30 sec". Additional information received stated that "ultimately iab therapy was discontinued, and the pump was sent to biomed. There was no report of patient complications, serious injury or death". Patient condition reported as "stable".

Manufacturer narrative:
(B)(4). The reported complaint of "multiple class 1 alarms" is confirmed. Sample was returned for investigation. Returned for investigation was an ac2 pump assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality for noted. Two customer photos were reviewed. The pictures show that class 1 alarms had occurred. The pump assembly was installed into a known good lab inventory ac2 for functional testing. The pump was successfully powered up. A rattling noise was noted from the pump assembly and the pump alarmed high baseline immediately when pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the rattling noise noted. It was noted the rattling sound appeared to be coming from the stepping motor which drives the bellows. A closer inspection was performed into what was causing the stepping motor to rattle and it was noted that the system was unable to find a home position and kept on turning until the alarm triggered. A quick experiment was performed by pressing lightly on the home sense while pumping was initiated. The system was then able to find its home position and pumping was continued. No loose hardware was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the communication failure (unable to find home). No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "purge/failure- controller failure; possible helium loss 3, high baseline; system error 3. Constant alarms every 30 sec". Additional information received stated that "ultimately iab therapy was discontinued, and the pump was sent to biomed. There was no report of patient complications, serious injury or death". Patient condition reported as "stable".